Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) console case was bent near the helium fill manifold. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone:+(B)(6), initial reporter: (B)(6), clinical engineer) it was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "console case was under the bent state" during the preventive maintenance. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the evaluation fse had replaced the - cover, console and replaced the tube assy, vacuum , tube assy, pressure as a precaution. However it was being seen that this case is being created during the indentations on the tubing where no any damage was being visible. There was no involvement of the patient.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a